Event description:
It was reported that the cart for the cardiosave intra-aortic balloon pump (iabp) unit would not release the unit for transport mode. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the linkage to be disconnected at release handle. Also, the fse found nuts loose on guide. In order to fix the issue, the fse tightened the lock nuts. The fse then completed the cardiosave preventive maintenance to factory specifications. The unit passed all functional and safety tests according to factory specifications. The unit was then returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not working properly. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Acquiring additional information on status of unit. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).